Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.10. Product evaluation: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: the iol was returned in three(3) segments in a plastic container with an unknown solution. One haptic is broken/torn and is returned. The same haptic's tip is broken/torn and not returned. The optic is cut and is scratched/marked rejectable. We are unable to determine the root cause for the reported complaint "damage". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the intraocular lens (iol) was damaged after implanting. A new lens was implanted during the same procedure with no reported patient harm. Additional information was requested.